Event description:
It was reported the pt did not recharge the scs ipg as recommended. As a result, the ipg is no longer operable. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.